Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose value. No additional information was provided and the customer declined troubleshooting with tandem technical support.